Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00069. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left arm temporal artery using penumbra coil 400 coils (pc400 coils) and px slim delivery microcatheters (px slim). During the procedure, the physician deployed and detached four pc400 coils into the aneurysm using the px slim without any issues. While attempting to deliver a fifth pc400 coil, the physician met resistance and was unable to advance the pc400 coil any further through the px slim. The physician removed both the pc400 coil and the px slim from the patient and completed the procedure using a new px slim and a new pc400 coil. There was no report of an adverse effect to the patient.